Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The complaint was escalated for technical complaint investigation. The alleged failure was recreated during failure analysis. The device was reviewed and in good condition. The service logs reviewed found error codes. The battery insertion test passed at lower temperatures. The device was heated in the environmental chamber and tested again and found to have a drop in the hv cal test voltage. It is concluded the hv capacitor is leaky at higher temperatures. Based on the information available and the testing conducted, the cause of the reported problem was the high voltage capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time the evaluation of the device found the high voltage capacitor was malfunctioning. The customer was provided with a replacement device. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential failing self-test issue has been observed.